Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection and discomfort at the abutment site. Subsequently, the patient underwent surgery to excise granulation tissue and explant the device on (B)(6) 2017. The patient was administered oral, IV and topical antibiotics (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.